Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The ipg was reaching low battery levels. At physicians request the patients ipg was replaced. Patient was programmed with effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the site of the scs ipg. The patient noted the pain began after losing 25lbs. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.